Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 24 synergy¿ drug-eluting stent was implanted to treat a lesion. However, during device removal, the hypotube of the balloon broke at the junction of the monorail part. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure. The balloon wings were opened out of their folded positions and traces of blood were visible inside the balloon. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination of the outer and the midshaft found the midshaft broken at the port site. A visual and tactile examination found multiple severe kinking across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 24 synergy drug-eluting stent was implanted to treat a lesion. However, during device removal, the hypotube of the balloon broke at the junction of the monorail part. No patient complications were reported.